Event description:
Pt is using a bd logic glucose monitor since 2003 which was given to pt by medtronic as a promotion by bd. Previously pt used accucheck monitors and never had any problems. The test strips were unavailable through medtronic as of mid last year, therefore pt was forced to use bd meter and their strips. From day 1 pt has had nothing but problems with this meter as well as the strips. Here are the problems: 1. The meter showed wrong blood sugar levels. How did pt know this? Pt did not feel right, so pt compared the bd results with their old meter. 2. The meter at 30% of the time showed error messages i.e. "E - 3" meaning can not read or off range. What did pt do? Pt contacted bd directly and pt exchanged the meter 4 times, than pt exchanged the strips {a total of 350 two times. Pt still today has problems with the 30% failure rate of reading the strips. Bd does not admit that there are any problems. But pt just found out that there are many, many complaints at medtronic / minimed regarding this meter and strips. Pt strongly suggests that the meter and strips should immediately be pulled off the market. When pt suggested to medtronic that they - as bd's sales agent - should take immediate steps to report this serious problem, pt got the answer that "pt should take any action they desire." Great customer service. Pt hopes FDA will take immediate action.